Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had rewind anomaly. The customer's blood glucose was 55 mg/dl. The customer stated that the insulin pump was stuck on the reservoir side and must be pushed manually to get the insulin. The customer stated that they had performed the self test and the test was passed also able to perform a successful rewind an reload process. Customer verified that this has been happening on a certain insulin units remaining in the reservoir and they were passed the part already, it will happen again though in the next reservoir change. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. No rewind anomaly noted during testing. (B)(4).